Event description:
The pt's wife reported the pt had died on (B)(6) 2012. The cause of death was not provided. A follow up attempt to determine cause of death identified the contact number was no longer valid.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.